Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported a loose tibial tray due to poly wear.

Manufacturer narrative:
An event regarding wear involving a kinemax insert component was reported. The event was confirmed through medical review. Method & results device evaluation and results: not performed as product was not returned. Medical records received and evaluation:this case has minimal information, effectively only a few medical records documenting recent pain with sensations of catching, locking, snapping and giving way. Patient had once a dislocation of the knee after a fall several years earlier. There are no x-rays for evaluation although the long survival would exclude procedure related factors to a large degree. Procedure-related factors usually affect service life of the implants significantly and would have come to clinical expression much earlier, usually before 5 - 7-years of implantation. As such, no procedure-related issues are likely. The conditions surrounding the failure after 24-years of implantation allow to conclude that the current failure is related to practical end of service life condition of the bearing due to normal poly wear which represents a procedure-related factor. No indication for device-related matters is evident, neither would such be likely after such long implantation. This case is not device-related. Device history review: not performed as the lot ID was not provided. Complaint history review: not performed as the lot ID was not provided. Conclusions: the medical review indicated that normal service life wear of poly after 24-years of use has accumulated to significant instability due to mismatch between worn poly bearing thickness and ligament space of the knee with rapidly progressive poly wear that should be considered an end of practical service life condition based upon state of the art technology at time of implantation. Further information such as device return and device identification, pre and post x-rays, medical records as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Sales rep reported a loose tibial tray due to poly wear.